Event description:
It was reported that this implantable pulse generator (pacemaker) oversensed noisy signals that led to asystole greater than 2 seconds. Technical services could not specified if this device oversensed an unknown external noise or a myopotential, the egm showed waves to small to tell. This issue only lasted for one episode. Lead impedances were stable and the patient will be brought for an evaluation. Additional information states that this device sensitivity was changed to 2.5 mv. No additional adverse patient effects were reported.